Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 1.4 mmol/l, 7.6 mmol/l, 9.6 mmol/l, and 13.6 mmol/l. Low blood glucose symptoms were reported with these results. No medical treatment required. An unspecified amount of time passed, and customer tested 3.6 mmol/l. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.